Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 12/01/2016. The device has been returned and evaluated by product analysis on 11/05/2016 with the following findings. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available black box showed several loss of prime warnings associated with low non-zero force leading to delivery interruptions. An ezprime and a 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing and the pump was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no evidence of damage or contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl without symptoms associated with a loss of prime and incomplete prime steps. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times. During troubleshooting with customer technical support (cts), it was revealed that a rewind, load, and prime steps were not completed after cartridge changes. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.